Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to (B)(4). The device history was read out and analyzed. No abnormalities could be found. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The devices showed damage with signs of wear and tear. The right hinge plate and the glass of the operating unit were damaged. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu . It was possible to bring the pump in operation. Some syringe changes were performed. The reported malfunction could not be reproduced. The device was disassembled. It was possible to detected some residues of liquid. Furthermore the ribbon cable was not correct fixed on the motherboard (not correct closed zero force connector). The contacts of the ribbon cable were corroded. The complaint could not be confirmed. Due the technical investigation no product deviation could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "ôverinfusion". Customer information: pump initially sounded a syringe invalid warning, syringe was then replaced and has then pushed 40ml of insulin in one go.